Manufacturer narrative:
(Intervention required) - (B) (4). Evaluation results: (arterial trauma/dissection/perforation). (Narrow vessels with significant plaque). (Delivery of the grafts through narrow access vessels).

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 6 cm thoracic aortic aneurysm. The iliac vessels were narrow at 6.9 to 7.6 mm in diameter, non-calcified, and non-tortuous. It was reported that significant vessel plaque was noticed during the procedure; however, the plaque was not recognized on the pre-operative CT. Due to the anticipated potential difficulty with the narrowed vessels, the physician elected to expose most of the right iliac anatomy all the way to the aortic bifurcation, rather than just making a small groin incision. The physician did not intend to use a conduit for access, and no access was attempted on the left side. During the procedure, three talent thoracic grafts were successfully implanted in the patient. The first device was a 24 fr device and was able to be delivered and deployed without issues. The second device was a 25 fr device and was also able to be delivered and deployed without issues. However, when removing this second device, the proximal right common iliac and right external iliac vessels ruptured. The physician elected to intervene by clamping the aorta, which already had been exposed, and the vessels were repaired. A conduit was then sewn in, which enabled the third device to be implanted without issues. There were good seals at the thoracic grafts, and the case was completed. No additional clinical sequelae were reported, and the patient is fine. The talent delivery system of the second device in this event was discarded.